Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced symptomatic bradycardia and their heart rates were noted to be in the 40 bpm range. The patient was evaluated in the emergency department and it was further noted that the right ventricular (rv) lead was dislodged approximately eleven days after the implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.